Manufacturer narrative:
User reported experiencing a hypoglycemia event while the sensor glucose (sg) reading was blinded due to glucose suspend alert. The event happened on 06-feb-2026 at around 4:00 am. The blood glucose (bg) reading was 66 mg/dl. User was able to treat by taking glucose tablets and is feeling better. An related case was created to address repeated glucose suspend alerts and under this case an RMA was issued for the transmitter. Review of available data in the data management system indicated that the alerts were triggered when one sensor channel fell below expected operating thresholds, while remaining channels showed optical instability during use. The case was escalated for further evaluation. Escalation review determined that the affected channels remained recoverable, and the user was provided with troubleshooting instructions, including performing a transmitter reset followed by a sensor re-link to support signal stabilization. The user completed the transmitter reset; however, the transmitter was unable to detect the sensor, and the re-link process could not be completed at that time. The user was subsequently able to complete troubleshooting using a replacement transmitter. The returned transmitter underwent in-house evaluation and passed all functional testing, with no anomalies identified.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported hypoglycemic event.per the user, on (B)(6) 2026 at 4:00 am, their bg was 66 mg/dl with no sg value available because they were experiencing a glucose suspend. Per dms, the glucose suspend was confirmed; therefore, no values were entered or recorded during that time. The user treated the event by taking glucose tablets and reported feeling better afterward. The user was advised to contact their hcp.